Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a long history of atrial lead noise with elevated atrial thresholds. This patient also has a need for MRI procedure. The physician elected to laser lead extract both pacing leads and replace them with two MRI compatible pacing leads along with MRI compatible ppm. Patient was fine prior and post procedure with no complications.